Event description:
It was reported that the customer's insulin pump could not detect the reservoir. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk.